Event description:
It was reported that during a total gastrectomy/ no dilation procedure, the staples were properly released on the tissue. The surgeon performed the leak test, and also placed a drain. Everything went well during the procedure. Post op day one, the patient had some pain, which was controlled. However, the surgeon performed a re-intervention, which revealed a leakage on the staple line. A reoperation was performed. The staples were properly placed and formed, but there was a leakage. To date, the patient is fine.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.